Event description:
Patient readmitted post operative day & after a reaction of rectosigmoid with end to end anastomosis. Eea 25cs was used during procedure. Upon their 7th post operative day patient was draining fecal substance through vagina and end to end reanastamosis was not intact.

Event description:
Patient readmitted post operative day & after a reaction of rectosigmoid with end to end anastomosis. Eea 25cs was used during procedure. Upon their 7th post operative day patient was draining fecal substance through vagina and end to end reanastamosis was not intact.